Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Six week post operative back out of screw. It is possible that the back out began at 2 weeks post op. Surgery was required to remove both screws and replace them with rescue screws. It was reported that the patient did not follow all post operative instructions.

Manufacturer narrative:
The screw was not returned for investigation; x-ray was provided. The device quality and manufacturing history records were not able to be reviewed as the lot number was not provided. The x-ray picture that was provided shows that the screw possibly had contact to the cage. In this case the most likely cause for the back -out is micromotion together with forces pushing the screw out. It was also reported that the patient did not follow the surgeon's post operative instructions; this could have led to the post operatible back out. Corrective/preventive action not required.